Event description:
Patient came in a for one-week post-op appointment after being splinted in extension for a week. On x-ray, one of the 3.5mm locking screws on the olecranon plate was broken a couple of millimeters from the head of the screw. Patient has not yet been revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. X-rays were examined by product development engineer responsible for the alps elbow system. Although no specific root cause could be determined, the length of the homerun screw and the lack of screw distal to the fracture may have contributed to the fracture of the screw. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. No corrective action is required at this time. Complaints will be continued to be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.